Event description:
It was reported that the trephine attachment broke near the tapered section of the shaft during bone harvesting. All of the broken pieces were confirmed as removed. The case was delayed a few minutes while a new trephine attachment was used to complete the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was not performed. Lot number 2550424 does not have a synthes DHR or cross-referenced number available. Investigation could not be completed and no conclusion could be drawn as no device was returned placeholder.